Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this artificial urinary sphincter (aus) presented a mechanical problem, a fluid loss was reported due to a hole in the balloon. The aus was explanted and replaced. There is no additional information reported.